Manufacturer narrative:
(B)(4). Concomitant medical products: 00223200418 64282338 cable cerclage cable with crimp 1.8 mm dia. 635 mm length. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 02474. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a hip revision arthroplasty, the cables broke while fixing the greater trochanter region. A delay of forty minutes was noted during the surgery. Only 2 of the 5 cables were fractured. No allegations were made against the remaining cables.